Event description:
It was reported that six weeks post-embolization, the stent struts had protruded into the aneurysm, causing coil loops to herniate into the parent vessel. The MFR of the coils is unk at this time.

Manufacturer narrative:
Other for stent protrusion.